Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "product issue: "IV pump needs service" sn: (B)(6). Description of issue: no visible damage to device. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.